Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, within 10 min of intubation, the unit could not hold pressure due to leaks, and balloon damage was noted. Several mls was added to the balloon but still did not hold pressure. The patient was reintubated.